Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed high thresholds, low r-waves and high impedance. The rv lead dislodged with stylet removal. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.